Manufacturer narrative:
(B)(4). An initial report for complaint report number 3003898360-2017-00386 was previously submitted. This follow-up report is being submitted because the complaint was reviewed with clinical medical affairs team and was determined to be an injury based on the medical device reporting for manufactured guidance document dated nov 8 2016 and 803.50 (a) (2). Report 3003898360-2017-00386 is changed to an outcome of serious injury.

Event description:
When the clamp was applied, the device would not disengage from the patient's anatomy. The surgical procedure had to be converted to an open procedure. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1600565 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
When the clamp was applied, the device would not disengage from the patient's anatomy. The surgical procedure had to be converted to an open procedure. The patient's condition was reported as fine.